Event description:
During the index procedure the patient had a resolute integrity drug-eluting stent implanted in the lad. Approximately 1 day post index procedure the patient presented with respiratory failure and signs of heart failure. The patient expired approximately 5 days post index procedure. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death).   (B)(4).